Event description:
It was reported by an attorney that the patient underwent a surgical procedure to repair an epigastric, and periumbilical hernias on (B)(6) 2014 and mesh was implanted. It was reported that the patient¿s condition was not remedied by the procedure and that she had a ¿severe reaction¿ to the mesh. The surgeon attempted to remove the mesh in (B)(6) 2014. The patient continues to experience various complications and has had multiple hospitalizations.

Manufacturer narrative:
It was reported that patient underwent exploratory laparotomy with extensive lysis of adhesions with closure of the fascia in layers a modified stoppa procedure,(bard mesh) and excision of thee previously placed mesh on (B)(6) 2014. It was reported that the patient underwent exploratory laparotomy with lysis of adhesions on (B)(6) 2015. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.